Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, it was reported that bipolar energy was not functioning during a procedure when using a fenestrated bipolar instrument in one arm, and the same issue had occurred previously. This record captures the previous occurrence. The following is captured from the related prid 1712622. No related errors or messages were found in the logs. Prior to contacting support, instrument energy cables and the instrument itself were swapped, but this did not resolve the issue. The technical support engineer recommended restarting the generator, reseating the sterile adapter, and trying another instrument energy cable. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that they used the same esu, however, it was not working in bipolar mode, only in monopolar. The fse replaced the esu and they have not had any issues.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) or erbe due to bipolar firing intermittently. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported issue was not confirmed using system logs. A visual inspection did not reveal any issues related to the reported event. Functional testing was performed using the system, and the unit powered on and successfully cauterized across all ports and instruments without any issues. Additionally, a review of the erbe internal log showed c-84 error. The probable root cause could not be determined based on failure analysis as no issue was found. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.